Event description:
A malfunction code identified as malf 9 was reported, which required attention but did not result from any notable prior events. It was unknown whether the issue impacted the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. The technical support team provided pump reset instructions to the caller and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred.